Manufacturer narrative:
Manufacturer's investigation conclusion: the report of damage to the patient's driveline can be confirmed based on the evaluation of the submitted photo. The patient remains ongoing on heartmate ii lvas, serial number (B)(6). Submitted images revealed incidental finding of a tape at the terminus of the distal bend relief. The relevant sections of the device history records for (B)(6) and driveline, serial number (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. Heartmate ii lvas instructions for use (IFU) is currently available. The section "system operations" describes the "driveline" and outlines indications of driveline damage as well as how to respond to such events. The section "equipment storage and care" describes "care of the driveline.". Additionally, the heartmate ii lvas patient handbook is currently available. Section 4 of this handbook contains a section on ¿caring for the driveline;" however, all heartmate ii lvad drivelines have the potential for wire/shield breakdown to occur dependent upon length of use and movement/flexing over time. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Manufacturer's investigation conclusion: the report of damage to the patient's driveline requiring a clamshell repair was confirmed through an onsite evaluation performed by an abbott technical services representative and confirmed via photograph. The patient remains ongoing on heartmate ii left ventricular assist device (lvas), serial number (B)(6). The relevant sections of the device history records for (B)(6) and driveline, serial number (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. Heartmate ii lvas IFU is currently available. The section "system operations" describes the "driveline" and outlines indications of driveline damage as well as how to respond to such events. The section "equipment storage and care" describes "care of the driveline." Additionally, the heartmate ii lvas patient handbook is currently available. Section 4 of this handbook contains a section on ¿caring for the driveline;" however, all heartmate ii lvad drivelines have the potential for wire/shield breakdown to occur dependent upon length of use and movement/flexing over time. No further information was provided. The manufacturer is closing the file on this event.

Event description:
A clam shell repair was performed on (B)(6) 2023.

Event description:
It was reported that there was a tear on the driveline near the metal connector where it plugs into the controller. The site requested a clam shell repair and was in the process of scheduling. No alarms occurred.

Manufacturer narrative:
A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was unknown when the patient began applying rescue tape to the driveline. It was estimated to be about two years ago for the first set of silicone wear down. The patient did this without the clinic's knowledge

Manufacturer narrative:
B5 additional information no further information provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Correction: an incidental finding of superficial driveline damage at the terminus of the distal end bend relief was found during the investigation. No further information was provided. The manufacturer is closing the file on this event.